Event description:
A customer reported that they experienced a low blood glucose level of 47 mg/dl due to an issue with the time settings on their pump. There was no adverse impact to the customer's health, as they did not lose consciousness and did not require assistance or suffer any injury. The customer consumed carbohydrates to address the low blood glucose level and was assisted by technical support in updating the pump time. The technical support team advised the customer to monitor the situation and follow up if the time discrepancy recurs, and the customer acknowledged their understanding.